Event description:
The reported issue involves syncardia freedom drivers that are reported under two separate medical device reports: freedom driver s/n (B)(4); and freedom driver s/n (B)(4) (MFR report # 3003761017-2014-00313). The customer reported that the freedom driver exhibited a fault alarm while supporting a pt at home. The customer also reported that the pt switched to the backup freedom driver, but the fault alarm did not resolved on the primary freedom driver (B)(4) or the backup freedom driver (B)(4). The customer also reported that the pt went to the clinic with both freedom drivers and was subsequently switched to the companion 2 driver. There was no reported adverse pt impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.